Event description:
A patient reported they had experienced a loss or change in therapy. The patient stated that the last time she called the patient services agent helped her increase stimulation up she thought to 9 v. The patient stated she had been ¿reprogrammed and she¿d changed the numbers¿ and had tried all 4 programs and her symptoms kept getting worse and worse and she did not think her device was working. The patient stated that she kept a log of how many times she sued the bathroom and of leakage and the patient did feel stimulation. The patient noted she felt stimulation especially when she laid down. It was noted that therapy was on. The patient stated that she kept a symptom log of the number of time she went to the bathroom and number of time she leaked and she had been keeping track for 8 days. The patient stated it was 6 times and then it went up to 9 time going and then she usually leaked once or twice a day, but when she stood up she leaked. The patient stated that when she was sitting and reading she could be without leaking for quite a while, but as soon as she stood up she leaks. The patient stated that her symptoms were symptoms were worse the day prior the call as she went to the bathroom 9 times and leaked 3. The patient stated the healthcare professional (hcp) didn¿t give her direction on changing programs and that it was an hcp and manufacturer representative (rep) that helped her with that stuff. The patient stated the rep came into the hcp¿s office and told her that she had 7 programs. It was reviewed that the device could only hold 4 programs at a time and not 7. The patient stated that the rep told them that they were on program 4 and they had 3 more programs to try. It was reviewed with the patient that programs come in set of 4 so that maybe the patient had tried the first set and the rep added in a new set of 4 programs, the patient stated that was probably the case. The patient was on program 4 and stated she had already tried program 3. The patient changed from program 4 to program 1 and felt stimulation at 1.6 v and felt stimulation the correct location. There were no further complications that have been reported as a result of this event.

Event description:
Additional information received from patient reported that they had gone to the doctor because nothing was working. The doctor had her turn it off on (B)(6). They were not feeling stimulation with therapy was off. They said things got worse shortly after since turning it off. Patient turned on back on a couple of days ago. Patient wanted to turn stim on herself instead of going back to doctor which was 30 minutes there and back. Patient was on program 1.7 volts at program 1. Patient was helped turn stim down and turn back on. Patient was on program 1 at 1.3 volts and stim was on and feeling in correct area. Patient had been through all four different programs. They explained to them that if they didn't work they would need to get four new programs. Patient had bladder cancer a couple years ago. Doctor wanted to do botox. Doctor said that it wasn't a good idea. Patient's weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that there was no therapeutic effect since implantation. Patient met the doctor multiple times to change programs, and then met representative and changed to program 4. Patient had gone through 3 programs up to 7 (doctor said that was too high) and patient was currently on program 4 at 1.6v. Caller was informed there were 7 programs. During the call, patient increased to 1.8v and felt stimulation comfortably. Patient had appointment next week with doctor.

Event description:
A patient reported a return of symptoms. There were no trauma or falls that could be related to the issue. Stimulation was not related to positional movement. The patient had no recent medical test or emi environmental exposure. The patient reported that they had a return of urgency symptoms. The patient noted the return of urgency symptoms was sudden in onset and began on (B)(6). It was noted the patient had increased stimulation and she turn it up too high reporting vaginal pain. The patient then decreased until it resolved. The patient had stimulation at 1.3 and reported to be comfortable. Additional information from the patient reported the patient reported they did not know the circumstances the led to the return of urgency. The patient reported the steps taken to resolve the return of urgency were they went to a higher number. The patient also noted she had urinary tract infection, but that it was pre-existing and the no symptoms were mentioned. The patient noted she had at least a year of urinary tract infections. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.